Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The subject device remained implanted; therefore, physical analysis cannot be performed. Information available indicated that no damage was noted with the unit during inspection, and it is unknown if the distal shaft of the catheter was under stress before detaching the coil. The dfu instruct to repeatedly verify that the distal shaft of the catheter is not under stress before detaching the coil. Axial compression or tension forces could be stored in the 2-tip infusion catheter causing the tip to move during coil delivery. In addition, the dfu indicates that once the detachment of the coil has been signaled, verify under fluoroscopy that the coil had detached; slowly pull back on the delivery wire while watching fluoroscopy to make sure the coil does not move. Based on the information available; it is probable that procedural or anatomical factors may have limited the performance of the device. Therefore, a root cause of operational context will be assigned to this event.

Event description:
It was reported that the microcatheter inadvertently moved out of the aneurysm; detaching the coil. A portion of the coil migrated to the internal carotid artery cavernous segment forming a thrombus and occluding the anterior choroidal artery. Thrombolysis was performed and a stent was deployed in response to the vessel occlusion. Post treatment, the patient suffered a stroke with neurological symptoms and urokinase, and sodium ozagrel (dose unknown) were administered. It was reported that the patient has residual effects due to the stroke